Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 19-sep-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving morphine at an unknown concentration at minimum rate via an implantable pump for an unknown indication for use. It was reported that the patient had a return and increasing of leg pain. It was unknown what environmental, external, or patient factors led or contributed to the issue. The physician had increased the dose, however the patient had no relief. The patient was sent for a surgical consult, where imaging was inconclusive, but it was believed to be a potential granuloma. The granuloma was later confirmed. The patient had gone in to check and possibly remove the pump and catheter. However it was later reported the catheter was not removed. It was unknown if the issue was resolved and the patient's status was also unknown. No further issues were reported or anticipated.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that when dealing with the granuloma they tore some of the "dura" and she lost spinal fluid. No further complications were reported.